Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a video assisted thoracoscopic wedge resection procedure, after firing the second reload, the device stuck on the tissue. The surgeon was not able to open the device. They used the red knob, plastic to plastic and it still stuck. They took the device closed and articulated out of the patient. There was a delay of ten minutes. There were no adverse consequences for the patient reported.